Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified that the screw was never removed from the packaging, and shows no signs of wear. Therefore, based on the evaluation, device malfunction did not occur and the reported event was unconfirmed following inspection DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: expiration date, UDI: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the healing abutment (iunihg) loosened. The abutment was removed and the patient has on a healing abutment. The implant is fine. Tooth location 8.